Event description:
It was reported that a device leak occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device & delivery system (wds) was successfully implanted about two years ago. The patient was discharged. At the 1-year follow up, the echocardiographer noted a leak but no further intervention was performed at that time. Two years post implant, the leak was noted to have grown over time and was now 6mm in size. A non-boston scientific 14mm plug was used to successfully close the leak. The patient is fully recovered.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.